Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument used to grip the tc3 stem during torquing locked up and it was not possible to tighten onto the stem

Manufacturer narrative:
Examination of the submitted device confirmed the reported "locked" condition. The examination found the adjustment internal rod frozen/stuck and will not advance. The root cause is being attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, no corrective action is being taken at this time. Continue to monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search against product code 865189 found similar reported events. Previous reported events were investigated and the root cause attributed to device wear from normal use and servicing. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. (B)(4). The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.